Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was misidentification of gram-positive panels. No patient impact reported. The following information was provided by the initial reporter: "it does not perform the identification of the microorganism of gram-positive panels. Dr. Comments that the laboratory air conditioning is once again affecting the non-identification of the panels, since it impacts the increase in soot inside the laboratory, generating an alert: one or more fluorescent control wells are out of range. The panel ID part has been finished."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was misidentification of gram-positive panels. No patient impact reported. The following information was provided by the initial reporter: "it does not perform the identification of the microorganism of gram-positive panels. Dr. Comments that the laboratory air conditioning is once again affecting the non-identification of the panels, since it impacts the increase in soot inside the laboratory, generating an alert: one or more fluorescent control wells are out of range. The panel ID part has been finished."

Manufacturer narrative:
The previous MFR report #1119779-2023-00961 was reported in error. The instrument did not give a result. There was no report of serious injury, medical intervention, or reportable device malfunction, therefore this MDR should be considered cancelled.